Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Medical records were reviewed, and it is alleged that on the day of evaluation, a prior medical record from approximately two years and eight months earlier documented removal of a malfunctioning left chest mediport followed by placement of a right sided powerport m.r.I. Implantable port (catalog no. 1808000; lot no. Rehp1343) for IV fluid administration. During that procedure, an incision was made over the left mediport site, the anchoring sutures were cut, and the port and its attached tubing were removed. The incision was then closed. A new mediport was subsequently inserted by accessing the right subclavian vein with the patient in steep trendelenburg position. Good venous return was confirmed before advancing a guidewire under c arm fluoroscopy. The incision was extended, and a dilator and introducer sheath were passed. The catheter was advanced and positioned with its tip at the superior vena cava, trimmed to the appropriate length, connected to the port, and secured to the chest wall. Final fluoroscopy confirmed correct positioning without kinking or pneumothorax, and the wound was closed in layers, with a chest x ray ordered for confirmation. Approximately four months later, a right upper extremity venous doppler demonstrated acute to subacute deep venous thrombosis involving the right internal jugular vein, along with additional superficial venous thrombi. Two days later, an angiogram revealed complete occlusion of the superior vena cava (svc). One day after that, the patient underwent surgery for a non functioning mediport. During the procedure, an incision was made over the port, its tubing was cut, and a guidewire was inserted. The wire initially advanced without difficulty but then encountered resistance. Fluoroscopy demonstrated the wire looping backward. A venogram was performed, and contrast injection opacified the subclavian and right internal jugular veins but demonstrated no forward flow toward the heart, confirming svc thrombosis. Due to this complete occlusion, placement of a new mediport was not possible. As a lower extremity port had not been previously discussed with the patient, only removal was completed. The sutures securing the mediport were cut, the port and tubing were removed entirely, and the wound was closed in layers without complication. Therefore, it can be confirmed that poor functioning has occured. Based on the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, a patient underwent a port placement, for an unknown medical condition. About sometime later, the port functioned poorly. Subsequently, on (B)(6) 2023, the port was removed, and a new port was implanted. There was no reported patient injury.